Event description:
The patient reported that he has had 6 infusion set tubings tear at the luer lock in the past 8-9 weeks. The patient reported that the most recent event was a few days ago. He stated that he tested his blood glucose value and it was high. He administered a bolus to reduce his blood glucose. He waited a while and tested his blood glucose and it was 600 mg/dl. He reported that he checked his infusion set tubing and noticed that it had separated at the luer lock. He changed his infusion set tubing and bolused to reduce his blood glucose readings. The patient reported feeling thirsty, experiencing dry mouth and was irritable and tired. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.